Event description:
It was reported that before an unknown procedure, a cartridge was loaded into the jaw and closing lever was closed. When the doctor was going to open the jaw, the jaw was not opened. The event occurred during its close/open function check before use on the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.